Event description:
Information was received indicating that ambulatory infusion pump would turn off when the bolus key was pressed. No adverse patient effects were reported.

Manufacturer narrative:
Event date provided, patient code updated.

Event description:
The following was reported: it is unknown if the product fault occurred while in use with a patient. It is unknown if the product issue caused or contributed to a patient injury.